Manufacturer narrative:
Pen needle was not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved, able to establish contact with customer and stated medical attention was provided.

Event description:
Consumer reported complaint for pen needle bent/broken/warped. The expected fasting blood glucose test result range is undisclosed. Customer is using an incompatible insulin pen with pen needle. The customer did report symptoms of pain due to infection. Medical attention is reported as a result of pen needle use. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 11/01/2023 and open vial date is undisclosed.